Manufacturer narrative:
Correction - g2 - report source - user facility should have been selected in initial report.

Manufacturer narrative:
The lead was returned for patient death. As received only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any anomalies with the exception of procedural damage.

Event description:
The product was returned due to patient death without a complaint associated to the product. Cause of death: cardiac arrest, malignant neoplasm of unspecified bronchus or lung and dementia.